Event description:
It was reported that during technical review by the hospital technician, the rotational speed display failed. During the review with an unspecified rotablator burr, the burr did rotate at "approximately half speed" and there was no revolution per minute (rpm) display on the rotablator console. There was no patient involved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the foot pedal was tested and it functions properly. The console could not be tested because the a.c. Power entry module is damaged and the power cord cannot be connected; therefore the rotational capability of the console could not be verified. This type of damage can only be caused by rough handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during technical review by the hospital technician, the rotational speed display failed. During the review with an unspecified rotablator burr, the burr did rotate at "approximately half speed" and there was no revolution per minute (rpm) display on the rotablator console. There was no patient involved.